Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 49 and 71 hours, the site was red, irritated, infected and the blood glucose (bg) levels rose up to 20 mmol/l (360 mg/dl). The patient visited the doctor, who prescribed antibiotics (name unspecified) to treat the affected area. The pod was discarded by the patient.